Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced issues with 6 infusion sets, all of the same type. The tubing was leaking at the center of the infusion set. The issues had been occurring for the past 6 months. The caller did not know the exact duration of use for the infusion set before the issue occurred. The patient's blood glucose at the time of the issue was noticed was 300 mg/dl. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The batch 6010270 in question was manufactured at the reynosa site. Complaint investigations. The reference samples for batch 6010270 were previously tested in complaint (B)(4) on 10/jul/2025. Test results: visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packing - lot 6010270 was manufactured according to the wi version 120 in the line 9, on 22/nov/2024, with a total of (B)(4) units. Gluing of tubing - lot 4l00341 was manufactured according to the wi version 12, gluing of tubing in the machine igtl01, on 19/nov/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 15/jul/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded) and lot 6010270 and no other complaint has been registered in database for the same lot 6010270 and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no harm, no non-conformance (nc) raised during production, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.